Event description:
It was reported that the ventricular sensitivity on an external pulse generator was reading 5 mv at the .8 mv setting. It was also reported the device was not passing the ventricular sensitivity test during preventive maintenance. The device was returned for test and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).